Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during a polyp removal procedure, visualization of the cavity was lost so the physician decided to perform a laparoscopy. There was a perforation to the uterus and two serosal injuries to the small bowel. The thermal injuries to the bowel were sewed over. The patient stayed overnight for observation. No additional details available.